Event description:
The patient reported that on (B)(6) 2012 she experienced a blood glucose (bg) of 69mg/dl after inadvertently delivering a bolus. There were no reported signs or symptoms of hypoglycemia. The patient was reportedly new to the pump and stated that she thought she was entering 9 carbohydrates in the pump but instead, she accidentally entered 9 units of insulin for a bolus. The patient reportedly treated herself with food and glucose tablets, and 15 minutes later her bg was reported to be 95mg/dl. It was indicated that the patient was pregnant and customer support (cs) advised the patient to go the ER to have her bg monitored by a health care provider. Follow up with the patient indicated that the patient went to the ER and was treated with food; there was no medical intervention required and the patient was not admitted to the hospital. The patient's bg reportedly never went below 95 mg/dl while at the ER. There was no indication of a pump malfunction and the pump is not being returned; the patient has continued using insulin pump therapy. A serious injury was prevented by consumption of food and by close monitoring at the ER. This complaint is being reported due to the patient's allegation of inadvertent infusion and due to the patient experiencing a bg of 69 mg/dl while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. No data in black box or download histories from time of reported inadvertent infusion due to continued use. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.